Event description:
An ekos catheter was used during a pe lysis and was reported by staff to be faulty. This catheter was removed from the field and a new catheter was introduced. The same issue occurred with the second catheter. After the second catheter was removed from service, a different type of lysis catheter was introduced and worked properly. No harm came to the patient. Manufacturer will send a representative to pick up the device and handle its return/failure analysis.